Event description:
It was reported that the tibial articular surface provisional was found fractured.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured, tibial articular surface provisional (tasp) exhibits signs of repeated use and a fracture on the anterior side of the post feature. The post feature fragment was returned. Gouge marks and dents were noted which is indicative of repeated use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Although this fractured tasp was made prior to the design change, it appears that the root cause for this specific event is the operational context as the tasp was stuck in an instrument tray and broke when it was pulled out. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.